Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2009 the patient was admitted to hospital. Patient underwent x-ray of chest. Impression: portable chest in surgery; right upper lobe infiltrate/ partial atelectasis; endotracheal tube, tip at the sternal notch. The patient underwent of MRI of spine cervical w/o contrast. Impression: moderate central canal stenosis at c4-5 related to 3-4 mm posterior disk extrusion containing an annular fissure extending slightly behind the inferior margin of c4 and superior margin of c5 deforming the anterior spinal cord without direct cord contact. There is mild bilateral neural foraminal narrowing; mild-moderate central canal narrowing at cs-6 related to 3-4 mm posterior lateral osteophytes. Moderate-severe bilateral neural foraminal narrowing is seen.; mild central canal narrowing at c6-7 related to 3-4 mm posterior osteophytes. There is moderate-severe bilateral neural foraminal narrowing; disk space height loss at c5-6. There are small anterior osteophytes noted at c5-6 and c6-7; posterior central disk protrusion at t3-4 1neasuring. On (B)(6) 2009 the patient underwent x-ray of chest. Impression: endotracheal tube, nasogastric tube; resolved right upper lobe linear atelectasis; haziness right perihilar region may reflect perihilar infiltrate or asymmetrical edema, unchanged; left basilar discoid atelectasis 5. Mild cardiomegaly with no diffuse pulmonary edema. On (B)(6) 2009 the patient underwent x-ray of chest. Impression: endotracheal tube, nasogastric tube; mild cardiomegaly without p ulmonary edema; equivocal right perihilar infiltrate has resolved; focal left perihilar discoid infiltrate is now present; resolved left basilar discoid atelectasis. 25 june 2009 the patient underwent x-ray of chest. Impression: slightly improved lung volumes from the previous day; no acute pulmonary infiltrates; no cardiomegaly or left ventricular decompensation. On (B)(6) 2009 the patient underwent anterior cervical discectomy and fusion c4-c5 .procedures: c4 partial corpectomy with complete discectomy and interbody fusion with titanium plate, peek, interbody graft, rh-bmp2/acs , demineralized bone matrix, microscopic guidance and neuromonitoring. Per op note a size 7 peek lordotic graft packed with rh-bmp2/acs and demineralized bone matrix was then placed into disc space at c4-5. A 20mm titanium plate with two 14mm screws in the c4 and two in the c6 were then placed over the disc space. The completed the fusion. Antibiotic irrigation was used throughout the case. On (B)(6) 2009 the patient underwent x-ray fluoroscopy. Findings: a single crosstable lateral intraoperative view of the cervical spine demonstrates anterior cervical fusion at c4-5 with anterior plate and screws in place. Bone graft in the disk base is noted. No immediate complications identified. Endotracheal lube and esophagogastric tube are noted. 26 june 2009 the patient discharged from hospital. On (B)(6) 2009 the patient presented for an office visit due to altered mental status. On (B)(6) 2011 the patient presented for an office visit due to left leg swelling, severe headaches, left knee pain. On (B)(6) 2011 the patient underwent duplex examination left lower extremity. Findings: the deep veins of the lower extremity are normally compressible with no abnormal intraluminal echoes. Venous doppler waveforms are normal. Normal respiratory variation of flow is present, and there is no abnormal pulsatility. Responses to valsalva and compression maneuvers are normal. No gross reflux of flow occurs during the examination. The patient underwent CT scan of the head. Findings: there is no mass, mass effect, or midline shift. There is no intracranial hemorrhage. The gray white differentiation as well as the sulcal and gyral pattern are symmetric. There are no extra-axial collections. The ventricles are normal. The bones are unremarkable frontal sinus. The patient underwent x-rays of knee. Findings: there is no evidence of fracture. There is no dislocation or subluxation. No effusion is present. Small osteophytes arise from the posterior patella. On (B)(6) 2012 the patient presented with lung chest pain. The patient underwent x-ray of chest. Impressions: no acute process seen. On (B)(6) 2012 the patient presented for an office visit due to headache. The patient underwent MRI of brain. Impression: normal MRI of the brain. The patient underwent MRI of cervical. Impression: anterior fusion c4-c5, with susceptibility artifact. No cord compression. Multilevel spondylosis most severe at c5-c6 and c6-c7, with associated facet joint hypertrophy, resulting in some mild bilateral neural foraminal stenosis, right greater than left. On (B)(6) 2012 the patient underwent x-ray of chest. Impression: mild cardiomegaly without failure. The patient underwent examination of left lower extremity venous doppler. Impression: no evidence of deep venous thrombosis in the left lower extremity. On (B)(6) 2012 the patient admitted to hospital. Discharge diagnosis: chest pain - negative traponin, intact lvf; shortness of breath; hypertension; knee pain-left, chronic; edema-le - chronic; (B)(6) w/o coma, chronic .the patient underwent limited right upper quadrant abdomen ultrasound. Impressions : the gallbladder is collapsed. A gallstone appears to be present within the gallbladder lumen. Mild gallbladder wall thickening is noted which is favored to result from partial collapse. No pericholecystic fluid or sonographic murphy sign is present. Clinical correlation is recommended to exclude cholecystitis. Hida scan may be considered for further evaluation; hepatic steatosis is present; the pancreas, abdominal aort:.a and inferior vena cava are poorly evaluated due to gas. On (B)(6) 2012 the patient admitted to hospital due to chest pain. The patient underwent x-ray of chest . Impression: no focal consolidation or effusion. On (B)(6) 2012 the patient discharged with following discharge diagnosis :chest pain, hypertension and (B)(6) w/o coma, chronic. On (B)(6) 2012 the patient presented for office visit. MRI showed herniated disk at l5/s. On (B)(6) 2013 the patient presented for the follow up with following diagnosis:cervical post laminectomy syndrome; cervical radiculopathy; lumbar post laminectomy syndrome; painful limb.